Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout and whiteout, and component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction image blackout and whiteout, universal cord unit causes, component failure of the universal cord the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had abnormal image. The issue occurred during reprocessing. There were no reports of patient involvement.